Manufacturer narrative:
Initial.

Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) failed to pair with the ilet, leaving the ilet in bg run mode with a dosing-stops-soon alert, and the agent advised the user to toggle the cgm and restart the ilet to allow time for pairing, consistent with an intermittent communication failure involving the device¿s electrical and magnetic components, including the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure and involving electrical, magnetic, and antenna components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.